Manufacturer narrative:
Detailed product information was not provided to bsc and could not be obtained at this time. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced weight changes. Two days after the procedure the patient reported to have gained 9 pounds. An ECG was taken with no significant findings. The patient was prescribed lasix for 3 to 4 days. The patient reported they had returned to their baseline weight after taking the medication for two days.